Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report, discharge summary) and the product release documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the occurrence as a device-related and a procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
Pk papyrus covered stent systems were selected for treatment of a type iii cs/IV perforation in the distal lad. Pk papyrus 2.5/20 stent stripped of the delivery system proximal to desired location with prox. Segment of stent left underexposed. Stent was post-dilated with another balloon. Subsequently, attempted to deliver 2nd pk papyrus 2.5/15 stent but stent also dislodged off the delivery system within the guide catheter. All equipment needed to be removed and was replaced. Ptca balloon was used for tamponade, and patient was sent to CT surgery/bypass. Both stents are reported separately.